Event description:
The clinic reported that a laser vision correction patient presented at the one day post op exam with a dislodged flap in the right eye. The flap was lifted, stretched and repositioned. The patient returned three days later and an epithelial ingrowth was noted in the right eye. The flap was lifted and the ingrowth was removed. The patient's visual acuity about 5 days later was 20/20 in the right eye and 20/20 in the left eye.

Manufacturer narrative:
Date of this report should state: (B)(6) 2013. Placeholder.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to amo has been submitted. Placeholder.